Event description:
Medtronic received a report that a pipeline failed to open in the middle and distal sections. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the cavernous internal carotid artery. The landing zone was 4.78mm distally and 5.0mm proximally. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure showed good stasis in the aneurysm. It was reported that there was difficulty crossing the aneurysm with the wire and the wire kept falling into the aneurysm. There was an acute bend prior to the aneurysm. Following sizing, a 5x50 non-medtronic stent was deployed which opened well distally, however, had difficulty opening mid and proximally and ending up dropping into the aneurysm with a slight twist in the mid segment. It was switched to a ped 5x35. They began to deliver the ped device using a combination of unsheathing and pushing the delivery wire simultaneously. The braid failed to open. They resheathed the distal braid to push the ptfe sleeves forward but the braid still did not open. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. It was switched to a non-medtronic 5x40. It was noted this device opened well distally, but struggled in the mid-section due to dropping into the aneurysm and acute angle before the aneurysm, however, after several manipulations it managed to open proximally. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 150cm microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the pipeline was observed to be kinked when it was removed from the patient and considered likely the that damage and failure to open was due to the patient's severe vessel tortuosity. The wire that had difficulty crossing the aneurysm was not a medtronic device.

Manufacturer narrative:
B5 updated with additional information received. H6 device codes updated/added based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex shield was returned inside the outer carton, biohazard bag, and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal end and middle section of the braid were not opened and frayed. The proximal end of the braid was found open and frayed. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer reports of "failure to open at the distal" and "failure to open at the middle section" were confirmed, as the distal end and middle section of the braid were not opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damage to the braid, or deployment of the braid in a bend of the vessel. The customer indicated that the vessel tortuosity was severe and that the braid was not positioned in a bend, which rules out the deployment of the braid in the vessel bend as a potential cause. In this event, the severe vessel tortuosity and the damaged braid contributed to the failure to open. Such damage may occur due to several factors: over-manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the aneurysm max diameter was 19.4mm and the neck diameter was 12.5mm.